Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that shortness of breath, loss of consciousness,cyanosis, pulseless electrical activity (pea), cardiac arrest and death occurred. On (B)(6) 2011, the patient presented with sharp, stabbing and burning substernal chest pain associated with diaphoresis. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. Two days from the onset of symptoms, coronary angiography and the index procedure was performed. The target lesion was a de novo lesion located in proximal left anterior descending artery (lad) with 90-95% stenosis and was 8 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with direct stent placement of 3.00 x 16 mm taxus liberté stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2012, a single chamber incepta defibrillator along with endotak reliance sg lead was placed in the patient's right ventricle. On (B)(6) 2014, the patient presented emergently in an unresponsive state following acute onset of shortness of breath. At the time of event, the patient was on aspirin only. The study drug per protocol was last taken in (B)(6) 2012 and other antiplatelet medication was never taken during the study. The patient was intubated en route to the facility with IV in place. Upon arrival on the emergency room, the patient was unresponsive, pulseless and cyanotic in the face and peripheral extremities and it was noted that cardiac rhythm was asystole. Subsequently, cardiopulmonary resuscitation (CPR) and advanced cardiac life support (acls) measures were initiated. Cyanosis of the face improved and femoral pulses were palpable. The patient continued to receive CPR for an additional 25 minutes without return of spontaneous pulses and no cardiac wall motion was noted on two separate transthoracic. There was one brief period of pea without organized rhythm and decompensation to asystole again. Resuscitation efforts were ceased with the family in attendance. On the same day at 21:26 hours, the patient was pronounced dead and the cause of death was cardiac arrest. Autopsy was not performed.